Event description:
Related manufacturer reference number: 2017865-2023-21226. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp fixated and began exhibiting high capture thresholds. In the process of removing the device, the lp jumped forward to the anterior wall while advancing the protective sleeve. The patient's blood pressure dropped, and upon inspection the lp had perforated the heart wall. The effusion was drained out of the pericardium successfully. A new lp and catheter were used to complete the implant successfully. The patient was stable.

Manufacturer narrative:
The reported event was perforation. As received, a complete catheter was returned in one piece with attached device. Visual and x-ray inspections did not find any anomalies.

Manufacturer narrative:
The reported event was perforation. As received, a complete catheter was returned in one piece with attached device. Visual and x-ray inspections did not find any anomalies. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.